Manufacturer narrative:
Investigation: customer returned sample and photograph are available for investigation. DHR reviewed found no non-conformities. The team investigated the customer returned samples and the retention samples of material number 300847 for lot number 18j1011. While the customer returned sample confirmed the crack on the barrel on two of the returned samples, we did not find any defect in the retention samples. The defect is confirmed on the customer returned sample. After a thorough investigation and review of received complaint samples it is clear the barrel is cracked and complaint is confirmed. Although machine already has crack barrel detection system so there may be a possibility of cracked barrel generation after detection system. Potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyer.

Event description:
It was reported that 4 bd emerald¿ luer slip syringes with needles were found with cracked barrels before use. The following information was provided by the initial reporter: "the syringe barrel is broken."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd emerald¿ luer slip syringes with needles were found with cracked barrels before use. The following information was provided by the initial reporter: "the syringe barrel is broken."